Event description:
It was reported by international mallinckrodt facility (UK) that a pt intubated with a fen, fenestrated low pressure cuffed tracheostomy tube experienced respiratory compromise when the white 15mm cap was used on the non-fenestrated inner cannula. Limited info is available regarding the reported event, pt and device. The intended usage of the involved fen device accessory and inner cannula component are covered in specific, detailed warnings, cautions and instructions for use which are packaged with each device. There was one (1) pt involved.